Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the unit (note: the leakage current measurements were well within the electrical standards.). In addition, no anomalies were found in the device history record (DHR) of the involved esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the information provided and the evaluation of the unit, the effect described by the user as an "electric shock sensation," was most likely caused by high-frequency leakage current, which flows through the patient's body in small amounts during any high frequency (hf) application. If the tissue is touched with a small area (e.g., a fingertip) during an activation. The high current density at that point can result in a sensation of electric current. Although gloves provide some insulation in most cases, they are not considered as being electrically insulated. To largely avoid the known phenomenon caused by leakage current, it is recommended to keep the effect of the hf current as low as possible and to avoid tissue contact during activation per the vio 300 s's user manual. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a surgery involving an open reduction and plate internal fixation of radial fracture. No information was provided regarding any accessory used or the equipment settings employed during the operation. Specifically, it was reported that the surgeon was performing the operation on the patient with one hand. Meanwhile, the doctor's contralateral hand contacted the patient's skin through surgical gloves and gauze. Subsequently, the surgeon experienced an electric shock sensation. This triggered an involuntary startled reaction and sudden physical movement. As a result of the inadvertent movement, an unintentional incision was made on the skin of the patient's distal radius. The cut was approximately 1.5 cm x 0.5 cm in size. Therefore, a secondary suture was applied to the patient's incision site (note: there was no report of any injury to the physician.).